Manufacturer narrative:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00234 to provide the return sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any break which would relate to a gas leak or the insufficient gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol and no anomalies were revealed in the gas transfer performance of the actual sample. The exact cause cannot be determined based upon the available information since the evaluation results verified that the actual sample after having been rinsed and dried, was of normal product. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "start gas supply with v/q=1 and fio2=100%, then make adjustments based on blood gas measurements". All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00234 to provide the return sample evaluation results.

Manufacturer narrative:
The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record and product release decision control sheet of the involved product/ lot # combination confirmed there were no indications of production related problems or discrepancies in the test/inspection results. A search of the complaint file did not find any other report with the involved product/lot # combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox fx25 device. Follow up communication with the user facility reported the following information: prior to starting the cardiopulmonary bypass, the heart-lung machine (hml) with the capiox fx25 kit was checked and fully functional; after connecting the hlm to the patient, cardiopulmonary bypass was initiated; the heart-time volume was 100% and the fio2 value was approximately 60%; the online blood gas meter indicated a po2 value of 75 mmhg; the fio2 value was then set to 100% and a gas flow of approximately 5 l / min for about 2 minutes; visually there was no improvement in the arterial line; the online blood-gas detector showed a maximum po2 value of 85 mmhg; at this time all the connectors, which ran to and from the oxygenator, were checked and connected properly; after the inspection the surgeon and anesthetist were notified; the patient was weaned off of the hlm and the oxygenator was replaced; the entire extracorporeal circulation (ecc) took about 4-5 minutes; after replacement of the oxygenator and resuming the cardiopulmonary bypass, the ecc went smoothly and the procedure was completed successfully.